Event description:
It was reported that there was a leak between transfusion line and hotline. The date of event was (B)(6) 2024. There was no patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00133-00 the date of that submission was 12-feb-2025. B3: month and year of event have been provided, day is unknown. H3: one device was received. Device was visually and functionally tested and a hairline crack was observed on the female luer of the infusate line. The leak was observed from the female luer of the infusate line. The customer reported complaint was confirmed. The probable cause is due to unintended external forces on the luer. The lot history was reviewed for lot: 4458976, no nonconformities were identified that may have contributed to the reported complaint.